Event description:
S/p bilateral subglandular inframammary gels (? Size/type/MFR - no records, but pt thinks dow corning) for augmentation. Pt c/o right changing x 2 yrs. It is softer and more droopy/flatter, no h/o trauma. In addition c/o progressive systemic sx's including arthralgias/myalgias left > than rt positive am stiffness), paresthesias/dysesthesias, fatigue, sleep disturbances, adenopathy, ha's, visual changes, dizziness, memory loss, sicca, hairloss, oral sores, sensitivity to sun, weight gain and gi/gu disturbances. Pt is otherwise healthy.